Manufacturer narrative:
The customer did not report the lot number of the access pth reagent that was in use at the time of the event. Therefore; the manufacture date and expiration date of the reagent cannot be determined service was not dispatched for the event. As part of troubleshooting with the customer, beckman coulter technical specialist (cts) confirmed that the wash buffer supply line tubing was not properly installed by the customer. The laboratory technician did not completely connect the wash buffer supply line tubing to the bulk wash buffer container per the unicel dxi800 access immunoassay system instructions for use. The instrument properly detected the error by posting the error flag to the event log and going into the "not ready" state. Cts was able to assist the customer in ensuring the wash buffer tubing connection was correctly installed. The customer then primed the wash buffer lines and continued with normal operation of the unicel dxi 800 access immunoassay system. The cause of this event is use error. The customer did not follow the unicel dxi 800 access immunoassay system instruction for use in properly installing the wash buffer lines.

Event description:
The customer contacted beckman coulter (bec) customer technical support (cts) to report receiving "air or excessive restriction has compromised wash buffer delivery" errors posted to the event log of their unicel dxi 800 access immunoassay system (serial number (B)(4)). After receiving the error flags, the instrument entered the "not ready" state and would no longer process patient samples. The customer stated these errors caused a delay in receiving test results for parathyroid hormone, intact intraoperative (access pth-io) for one patient's sample and the patient's surgery was prolonged. There was a report of no harm to the patient due to the extended surgery. Information on calibration, quality control (qc) and system check was not supplied information on the patient sample collection and processing was not provided by the customer.